Manufacturer narrative:
Customer reported that she noticed a small piece of metal sticking out of her (B)(6) year old son's smilefrida the toothhugger toothbrush after he had been using it. Based on the description and our experience with the product, it is likely that the child was allowed to chew on the product even though the labeling clearly states the product is not a teether and should not be chewed or bitten. Chewing through the rubber tpe over-mold and pp plastic, thereby exposing a small metal piece, could be a potential choking hazard to children.

Event description:
Customer reported that she noticed a small piece of metal sticking out of her 2.5 year old son's smilefrida the toothhugger toothbrush after he had been using it.